Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the patient had experienced elevated blood glucose (bg) of 508mg/dl with small ketones. The patient had reportedly remained on the pump. The reporter did not specify how the patient¿s bg was treated. Troubleshooting found that the time and date were set correctly and that the basal history matched basal totals in the total daily dose history. Troubleshooting revealed that the bolus history did not match bolus totals in the total daily dose history. This complaint is being reported based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy associated with a bolus history discrepancy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on 06/19/2014 with the following findings: a review of the pump history indicated that the last basal and bolus deliveries occurred on (B)(4) 2014. The histories indicated that the pump was manually suspended on (B)(4) 2014 at 19:33 and deliveries were never resumed. The black box showed reboots had occurred on the same date at 12:39; deliveries resumed with the pump was primed ten minutes later. The total daily dose histories added up correctly and correctly reflected the user¿s programmed rates. There were no alarms related to the complaint observed in the alarm history. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.